Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim g4 user guide states, "the t:slim g4 cartridge is contraindicated for use with products other then u-100 humalog and u-100 novolog insulins." Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (300-417 mg/dl). Reportedly, customer was using apidra insulin. Customer delivered a bolus and changed pump supplies to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.